Event description:
Right knee swelling, could barely walk, pain in right knees down anterior portion of right shin, unable to put weight on left knee, right leg ligaments stiffened, right leg muscles stiffened. Information was received 2005 from a physician via another hcp regarding a female patient (age unknown), initials p-m, with a medical history of osteoarthritis and having received three previous synvisc series with the last one being a year ago (2004), who experienced left knee swelling. The pt began treatment with synvisc in august 2005. The pt received two injections of synvisc into the left knee on unknown dates in august 2005. After the first injection, the pt's left knee became slightly swollen but this resolved without any medical intervention. The night after receiving the second injection, the pt's left knee became swollen again but this time it was much worse. This swelling forced the pt to use crutches because she could barely walk. The pt was treated with a medrol dose-pack but to date the swelling was even worse.